Manufacturer narrative:
Article citation: collado-mesa, fernando, yepes, monica m, net, joe m, jorda, merce. Breast implant-associated anaplastic large cell lymphoma: brief overview of current data and imaging findings. Breast disease 1. 2021; 1-7. (B)(4). The events of seroma - late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: peri-implant fluid collection; bia-alcl.

Event description:
Through journal article ¿breast implant-associated anaplastic large cell lymphoma: brief overview of current data and imaging findings,¿ authors report a patient with a history of saline breast implants with textured surface who presented with pain and swelling throughout the right breast and a palpable abnormality in the posterior third of the right breast. Bilateral digital mammogram showed bilateral retro glandular saline breast implants. The right breast is larger than the left and shows a homogeneous and circumferential area of increased density surrounding the implant, including the area of palpable abnormality. Ultrasound shows indistinct mass abutting the fibrous capsule in the right breast, corresponding to the palpable abnormality as well as right breast peri-implant fluid collection. Breast MRI shows right breast peri-implant fluid collection. The markers of cd30+ and alk- have not been reported or confirmed. Follow-up CT/pet obtained 6 months after bilateral breast explantation and total capsulectomy shows no abnormality. Affected side is right. The device has been explanted. The manufacturer of the device is unknown.